Event description:
During service by baxter personnel, it was found that a colleague infusion pump experienced failure code 500.320.654.0000, which caused an interruption of delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is that the lock key was pressed for more than 50 seconds. The device was not repaired for the reported condition. Additional: a service history review revealed that the device was not previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.